Event description:
It has been reported to philips that there was failure with the playback image key. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the event occurred during a non-emergency treatment. The patient procedure was completed as planned on the system, after the system was restarted twice. A philips service engineer inspected the system onsite and analyzed the log files. Analysis of the log files revealed that a message indicating that the image disk could not be connected was displayed to the user. The onsite engineer confirmed that the playback image was slow and discovered that the connection board between the image disk and the mainboard was faulty. After replacing the image processing pc (ippc) and reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.